Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a low resection procedure, the device only stapled half of the rectum closed. The staples were not formed correctly. There was no pt consequence.